Event description:
During follow-up for draining slowly messages, it was reported that this peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2025 due to abdominal pain related to a hernia. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. The patient was subsequently diagnosed with a left-sided abdominal hernia. The hernia had not been diagnosed prior to this hospitalization. During the hospitalization, the patient¿s white blood cell (wbc) count in the pd effluent was elevated (no values provided). Pd effluent cultures were obtained. The cultures were negative for growth. The patient was not diagnosed with peritonitis. It could not be confirmed if the patient had been administered prophylactic antibiotics. The patient remains hospitalized and no further information was available. The cause of the hernia is unknown. It could not be confirmed if the hernia was related to pd therapy.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During follow-up for draining slowly messages, it was reported that this peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2025 due to abdominal pain related to a hernia. Additional information was provided through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. The patient was subsequently diagnosed with a left-sided abdominal hernia. The hernia had not been diagnosed prior to this hospitalization. During the hospitalization, the patient¿s white blood cell (wbc) count in the pd effluent was elevated (no values provided). Pd effluent cultures were obtained. The cultures were negative for growth. The patient was not diagnosed with peritonitis. It could not be confirmed if the patient had been administered prophylactic antibiotics. The patient remains hospitalized and no further information was available. The cause of the hernia is unknown. It could not be confirmed if the hernia was related to pd therapy.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of hospitalization with a diagnosis of abdominal hernia. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient¿s hernia cause is unknown as it is also unknown if it is related to pd therapy. Abdominal wall hernia is a common mechanical complication of peritoneal dialysis. Low body mass index with muscle wasting and polycystic kidney disease are risk factors for hernia development, and although increased intra-abdominal pressure has not been shown to be a consistent risk factor for hernia incidence, it may cause progressive enlargement of the hernial sac and lead to the significant recurrence rates seen with this pathology. Based on the available information and no allegation or evidence of malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia.